Event description:
It was reported that the top of the fenestrated bipolar forceps instrument was bent and broken. The site reported that this damage did not occur during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a break at the proximal clevis to main tube interface. The clevis is dislodged from main tube as a result. Both the proximal clevis and the main tube are missing pieces. Per the complaint notes, the instrument damage did not occur during a surgical procedure. Engineering also observed the distal end of the main tube to have a 2 inch section of localized scratch marks directly above the proximal clevis. Scratches may be due to instrument collisions causing a minimal amount of material to be removed from the main tube. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings : handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.